Event description:
It was reported that there were multiple high impedance readings (>4000ohms, <15ua). The pt had a lack of good coverage with the remaining electrodes. The battery was also nearing depletion and the pt desired a rechargeable system. The system was replaced. No pt outcome was reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.